Event description:
Report from IV rep states that the septum on the distal port inverted when accessed with the plastic cannula on the bd twin pak when giving medication to a pt. The other ports on the set were also accessed but not by the nurse, rather by the IV rep who was trying to replicate the problem. No pt injury occurred, but the nurse was concerned because she did not know how much medication the pt rec'd.